Manufacturer narrative:
This information is based entirely on journal literature and the subsequent follow up information received from the author. This event occurred outside the us. All information provided is included in this report. Multiple patients and two manufacturers were referenced in the article. Patient information is limited due to confidentiality concerns. The baseline characteristics of the patients referenced in the article is gender/age is male/(B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. All available information is included. Referenced article: can we rely on machines? Device-detected atrial high rates correspond well with atrial arrhythmias in cardiac resynchronization recipients. Europace. 2016;18(3):436-444.

Event description:
A journal article was reviewed which contained information implantable cardioverter defibrillators (icds). Multiple patients and two manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were device misdetections/"inadequate detections" noted, as well as noise and far-field sensing observed. The status of the device is unknown. Additional information was received through follow up with the author/physician who indicated there were no patient complications or necessity for medical/surgical interventions from the article's events. The author also indicated that there were "no specific complications" against this manufacturer's products. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.